Manufacturer narrative:
Model number/catalog number 72404156 serial number null batch/lot number 1000080358 model/catalog description reservoir 100 ml pc/iz.

Event description:
It was reported that the patient indicated shortly after original implant being able to pump an inflatable penile prosthesis (ipp) cylinders fully to a favorable size but after ten minutes they would slowly deflate. The patient had contacted patient liaison, sales representative and an urologist to address the problem. A revision surgery had been performed but the physician did not revise or replace any components during it. The patient sought a third opinion with another physician and during an appointment the issue was able to be repeated. A surgical procedure was performed in which the existing device was removed. The patient did not experience any complications related to the device.